Manufacturer narrative:
Corrected data: h5 and h8 corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that there was an issue with the purge cassette not being recognized when completing an automated impella controller (aic) to aic transfer. No harm came to the patient. A new aic was used. The customer placed a new purge cassette, and the purge disc was not detected. The purge cassette was recognized on a working machine.